Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the device was removed due to patient dissatisfaction. Additional information was requested, but not provided. It was indicated that an ams inflatable penile prosthesis was implanted on the same day as the removal.